Event description:
It was reported that the patient had been admitted twice for the pump "failing to work". Reporter was unsure if this was related to the pump itself or the catheter. It was stated that the patient's healthcare provider (hcp) was working with the patient to correct situation. Patient had terminal cancer. Drug delivered via the device were hydromorphone, bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the patient had the device revised twice. The medication was not being administered through the intrathecal route.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter: model: 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; catheter: model: 8598a, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).